Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached in the lap joint section and was not returned for analysis. Impedance testing showed no electrical issues. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced.

Event description:
Reportable based on device analysis completed on 12 feb 2024. It was reported that visualization issues occurred. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show images. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window detached in the lap joint section.